Event description:
On (B)(6) 2010, the pt was implanted with an scs system. On (B)(6) 2010, it was reported that the pt felt heating at the ipg pocket. The pt reported feeling a very strong, painful stimulation in both legs. The pt tried reducing the stimulation, however it then again increased. The pt decided to turn off the device. The pt stated that he later had difficulty standing and was no longer able to communicate with the ipg.

Manufacturer narrative:
Method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. The ipg was visually inspected and slight discoloration was noted at the top septum. The top setscrew was out of the connector block and loose under the septum. The metal case had a few minor scratches. No other visible anomalies were noted. The ipg failed communication testing. The battery was examined and found to be leaking inside the can. The logic boards were destroyed and could not be tested further. The fuse was intact and the battery was cracked on one side. Conclusion: the reported complaint was confirmed. The battery was leaking and logic boards were damaged. The battery was also cracked on one side. The ipg also failed communication testing. Corrective action has been initiated regarding the device analysis findings. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.